Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. See user facility site MDR# 0500400000-2021-8003 the complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.

Event description:
It was reported via a medwatch report that during an arthroscopic acl reconstruction surgery, the surgeon requested the scorpion device with the ar-12990n scorpion needle. Once the scorpion device was used the ar-12990n broke and was stuck inside the device. A replacement scorpion device was opened along with another scorpion needle and worked with no issues. X-ray was taken to ensure no broken piece was left in the knee. At the end of the procedure the surgeon and scrub technician were able to remove the broken needle out of the scorpion device. See source data attached.